Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had partial display. The customer's blood glucose was 260 mg/dl at the time of incident. The customer's mother reported that the insulin pump was hit. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.